Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states compressor shuts down after a short period. Unit has 8206 hours.